Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an infusor lv 10 device with its tubing and luer separated was confirmed during product evaluation as the tubing being broken at its junction with the luer. This condition was likely caused by the tubing coming into contact with a sharp object. This device is a single use device and will not be repaired. A batch review was performed finding that no exception/non-conformance reports were documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
An israeli distributor reported to baxter (B)(4) that an infusor lv 10 device was found to have its tubing and luer separated. Therefore, the sterile fluid pathway was breached. This condition was discovered by the patient before use. The device was filled with a 240 ml solution of cefazolin in normal saline. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.